Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate shocks from their implantable cardioverter defibrillator (ICD) causing them to enter ventricular tachycardia. The physician performed programming changes to the ICD. The patient was discharged in stable condition.